Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item 185224 lot 097360 item 185343 lot 175490 item 185263 lot 6214793 the complaint is confirmed. Visual examination of the returned product identified signs of wear and gouges. Device was submitted for further analysis. Analysis states that even though the examined locking bar contact mark and deformation observations are consistent with the bars not being fully engaged with the tibial tray lugs, it cannot be determined with certainty whether the reported locking bar dissociations occurred due to improper insertions. A more definitive conclusion would require analysis of not just the locking bars, but also of the mating tibial trays as well as the implanted bearings. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no obvious wear, stable, locking bar backed out when in flexed position, locking bar replaced, no complications. Ebl 70ml. Mmi report confirms backed out locking bar. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the arthroplasty components are anatomically aligned without fracture or dislocation. The locking bar of the tibial implant has retracted and is displaced medially. Bone quality appears osteopenic. There is no evidence of loosening, wear, or abnormal radiolucency and alignment is maintained. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent revision right total knee arthroplasty. Subsequently, patient underwent a revision procedure approximately 8 months post-implantation due to pain and a protrusion of the medial knee which was identified as the locking bar that backed out. The locking bar was replaced without complication. Attempts have been made and no further information has been provided.